Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion under the svc shock coil was noted at 44.1-44.3cm from the connector pin. The etfe coating was abraded and melted at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that at device change out, during dft testing, high voltage shock was unsuccessful due to low, out of range high voltage lead impedance. A second charge and shock delivery were unsuccessful. The patient received external defibrillation therapy. Several therapy attempts were made with the device and external defibrillation before the patients rhythm was converted. The lead was explanted. The patient was returned in stable condition to monitoring nursing unit with external pads and defibrillator attached until a new lead was implanted the next day.